Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer visited to emergency room due to high blood glucose on unknown date. Customer¿s high blood glucose value was 600 mg/dl at the time of incident. Customer stated that the blood glucose was went down and the value was 449 mg/dl. Customer had a symptom like nausea, vomiting and abdominal pain. Customer treated with manual injection for high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was not calling back to perform a high pressure test. Customer was not insisting on insulin pump replacement. The device will return for the analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).